Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2: MFR reference report: 3006705815-2019-00493. It was reported that the patient had a trial procedure. The patient started to feel severe pain later in the day. Patient reported that it hurt to breathe, they had a headache, and their whole body hurt when they tried to move their arm. Turning stimulation off overnight was not successful. The leads were removed on (B)(6) 2019 and the patient felt better.

Event description:
Device 2 of 2: MFR reference report: 3006705815-2019-00493.